Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose because her unknown onetouch lancing device was having an unknown issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred 1 month prior to contacting lfs. The patient reported using insulin pump therapy (unknown type) to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue as directed by her doctor. The patient reported sometime after the alleged issue occurred she had symptoms of confusion, very tired and frequent urination. The patient reported 1 month prior to contacting lfs, she went to the emergency room (ER) and a reading of approximately 626 mg/dl was obtained on the hospital meter, and the patient was given novolog and lantus insulin (unknown dose). At the time of troubleshooting, the cca was unable to assist the patient in troubleshooting the alleged issue due to the patient not having supplies at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported she was unable to test due to the alleged issue, developed symptoms suggestive of hyperglycemia, and required medical treatment from a healthcare professional (hcp).

Manufacturer narrative:
(B)(4).